Event description:
A 24-hour epoch chemo bag finished 5 hours earlier. According to the mar, there is no rate/dose changes documented. The event was reviewed by nursing, pharmacy and it. It stated a steady rate was sent into epic (22.92 ml/hr from 11:01 am until next day 7:24 am). A few stops occasionally occurred but overall a steady rate with no changes. The volume remaining in the bag per infusion pump when infusion stopped was 85.08 ml at 7:24 am. The volume infused looks like 464.92 ml at 7:24 am. Appears the issue was due to a pump error. The pump was sequestered, tagged and sent to biomed. Clinical engineering pump interrogation revealed: the pump was started at 11:01am 22.9ml/hr with a 550ml vtbi. The nurse didn¿t validate flow at first and had to restart it, followed by a downstream occlusion, and an air in line alert within 10 minutes. The only other thing that happened was an upstream occlusion at 1:31pm, before the pump stopped with an air in line alarm at 7:24am the next day. The vtbi remaining showed as 85.1, with only 465ml given. The pump was inspected by biomed and passed all tests. There isn¿t anything in the logs to indicate that they configured something incorrect and there is no way to know if it actually delivered 550ml 5 hours early or if there was an error in the pharmacy or with how the nurse set up the infusion.